Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device uploaded properly using carelink. Device had scratched case, cracked battery tube threads, cracked case at the battery tube side, stained serial number label and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized by emergency medical services due to diabetic ketoacidosis on (B)(6) 2020 for 6 days with blood glucose of 1100 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with insulin pump and intravenous insulin drip. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering due to unexplained high blood glucose and possible under delivery. Customer had been using insulin pump within 48 hours of high blood glucose. Customer was using auto mode feature during time of event. The insulin pump will be returned for analysis.